Event description:
It was reported the device was dropped and the case is cracked. Internal damage is suspected. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, knobs, side bail covers, ring cover, and battery drawer are broken. Analysis also found the battery release is contaminated, lead flex cover is corroded, battery contacts are compressed, and lcd (liquid crystal display) is missing pixels. (B)(4).